Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months.  The report of low speed and pump stoppage events was confirmed during the evaluation of the returned driveline segment. Examination of the driveline found breakdown of the braided shield along the connector bend relief. Electrical continuity testing confirmed a short between the red wire and the shield. Visual inspection of the wires found a breach in the red wire adjacent to the metal controller connector. The remaining wires appeared intact. If the exposed conductors of the red wire contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed the low speed and pump stop events captured on the submitted log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The patient remains ongoing on vad support using ungrounded patient cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow alarms and pump stoppages were observed. The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed pump stoppages while the lvad system was connected to the power module. X-ray images revealed an area of concern on the distal end of the driveline proximal to the controller. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.